Event description:
Complainant alleged that while sitting in the mounted wall box, the device appeared to be in the on position. When the device was removed from the wall box, the device's status indicator was toggling between a red "x" and a geen check mark. The power button was pressed and the device shut down. Complainant indicated that there was no pt invovlement in the reported malfunction.